Event description:
Pt undergoing a pacemaker generator change, who is pacemaker dependent, had a temporary pacing catheter inserted for the generator change to safely take place. As a precautionary rule, the temporary pacing catheter was connected to the psa cable and then external pacing was begun to verify integrity of system. No pacing occurred. The catheter was changed out and reconnected to the psa cable. Again, no pacing occurred. The psa cable was changed and pacing was possible. The psa cable was defective. This is a huge safety risk for pacemaker dependent patients. The psa cable MFR's reference lot # 090857 exp date 03/2012. Dates of use: 2009. Diagnosis or reason for use: pacemaker dependent pt.